Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that four foley catheters were broken and were returned by the patient. Per additional information via email from ibc on 14dec2022, all 4 probes were used on the patient and the balloons went off each time. The patient was an alzheimer's patient and therefore was dependent on a bladder probe.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 2-way catheter. Visual inspection noted balloon rupture measuring 0.3415" with no missing pieces. Although an exact root cause could not be determined a potential root cause could be inflation / drainage lumen wall perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® all-silicone foley catheters are indicated for any clinical condition requiring drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that four foley catheters were broken and were returned by the patient. Per additional information via email from ibc on 14dec2022, all 4 probes were used on the patient and the balloons went off each time. The patient was an alzheimer's patient and therefore was dependent on a bladder probe. Per additional information via email from ibc on 03jan2023, stated that the customer meant that pressure disappeared as the water went out by the "balloon went off" statement.